Event description:
An alarm issue was reported with the adc device in use with an iphone with ios operating system version 16.6.1, app version 2.10.2.7677. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as a loss of consciousness and a seizure and was unable to self-treat, requiring non-hcp third-party administration of honey and unspecified treatment administered by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed. The user reported missing low glucose alarms. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This also serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the #1 follow up report. The correction has been made here. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported missing high or low glucose alarm. Attempted to replicate the customer's complaint using similar configurations iphone xr, ios 16.5, 2.10.2.7677 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone with ios operating system version 16.6.1, app version 2.10.2.7677. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as a loss of consciousness and a seizure and was unable to self-treat, requiring non-hcp third-party administration of honey and unspecified treatment administered by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone with ios operating system version 16.6.1. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia with symptoms described as a loss of consciousness and a seizure and was unable to self-treat, requiring non-hcp third-party administration of honey and unspecified treatment administered by a hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.